Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) did not expand during in-body balloon inflation. The balloon lost pressure at the first stop. The device was removed, and a new mynx device was opened and used along with a 6f 10 cm non-cordis sheath to achieve hemostasis without issue. There was no reported patient injury. During priming preparation outside the body, the balloon expanded, and after deflation the air did not stop as usual before insertion. The procedure was interventional and performed using a retrograde approach. The deployer had completed hands-on training. Femoral artery suitability was verified on angiography with appropriate insertion angle, the vessel type was superficial femoral artery (sfa), vessel diameter was confirmed to be greater than or equal to 5 mm, there was no vessel tortuosity, and there was no peripheral vascular disease or calcium at the puncture site. The device was prepared according to instructions for use, and there was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft. The device will be returned for evaluation.